Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery (rca). A guidezilla¿ guide extension catheter was used to help other devices cross the lesion. During percutaneous coronary intervention procedure, severe resistance was encountered when the guidezilla¿ guide extension catheter passed through the ostium (os) of the rca. The guidezilla¿ guide extension catheter was pushed but failed to reach the lesion. The physician then decided to remove the guidezilla¿ guide extension catheter from the patient's body. Upon removal, it was noted that the collar of the guidezilla¿ guide extension catheter had been detached at the hub part of the guide catheter. The detached collar and the rest of the guidezilla¿ guide extension catheter were all successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.